Event description:
It was reported by the aci sales professional that a patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained via a 6f terumo sheath. Peri-procedure the patient was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during pullback to the arteriotomy, the balloon pulled through the arteriotomy and came out of the patient's body with the sheath. It was also reported that the balloon did not appear to have ruptured. The patient was converted to 15 minutes of manual compression with no further complications. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was engaged to the handle and the inflation indicator was extended. The device was inflated with fluid to determine if there was any presence of a leak in the balloon or any part of the catheter; no leak was observed. Based on the information provided, the condition of the returned device, and the investigation performed, the reported device pull through could not be confirmed and the root cause could not be determined. There is no evidence to suggest that the device did not meet specification or perform as intended per instructions for use (IFU). The review of the lhr (lot f1216601) indicated that the device lot met all established performance criteria prior to shipment.